Event description:
It was reported that the patient recently had a replacement for a percept rc. They didn't feel they were getting as good control ever since their initial battery change and increasingly since the percept battery change and they made an appointment with the clinic. They also realized after their initial change the lead configuration had never been changed to 0-3 and 4-7 to accommodate that a 64002 adaptor was implanted. They reconfigured the numbering and the patient as happier when they left. The rep was wondering why for many years the numbering was incorrect but impedances were within normal range. They were able to measure impedances previously too. In the clinic today they ran connectivity tests which failed, and also the impedances and they were normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cause of the event was undetermined. The actions taken to resolve the issue included reconfiguration of the right electrode. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.